Manufacturer narrative:
Concomitant medical devices: 1000ml b.braun, ndc (B)(4), lot j6j108, exp 01/2019, lactated ringer's injection. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak from the silicone segment was confirmed. Functional and pressure testing was performed; a leak from a pin-hole tear was observed on the silicone segment near the upper fitment. The cause of the leak was a pin-hole in the silicone segment. The root cause of the pin-hole was not identified but it is not believed to have occurred during manufacturing.

Event description:
The customer reported that the tubing leaked in the silicone segment where it attaches to the upper fitment. There was no report of patient harm.